Manufacturer narrative:
Other: secondary intervention required.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. Aortic neck dilatation due to disease progression. It was reported that the pt presented with a ruptured aneurysm. The CT demonstrated a rupture abdominal aortic aneurysm with stent graft migration and proximal type I endoleak. It was reported that during the pt experienced respiratory failure. The pt was intubated and partially resuscitated. The physician elected to treat the pt with endovascular repair implanting one aortic cuff from another MFR and the endoleak was resolved. The pt was sent to recovery in stable condition. There are no additional clinical sequelae were reported and the pt is fine.